Event description:
It was reported that there was an unknown issue with the ellik evacuator. The additional information had been requested. Per follow-up information received via ibc on 21jun2021, it was stated that the seal did not close properly, and this item could not be used. It was confirmed that the device was an ellik bladder evacuator. It was also confirmed that there was no patient involved during this issue (ngcx1558). Per the sample received on (B)(6) 2022, it was noted that the customer returned an additional lot (ngcu3572).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review was not required. Correction: g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that there was an unknown issue with the ellik evacuator. The additional information had been requested. Per follow-up information received via ibc on 21jun2021, it was stated that the seal did not close properly, and this item could not be used. It was confirmed that the device was an ellik bladder evacuator. It was also confirmed that there was no patient involved during this issue (ngcx1558) per the sample received on 23aug2022, it was noted that the customer returned an additional lot (ngcu3572)